Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device tripped constantly fi (fault interrupter) giving a short circuit, during procedure. There was no patient injury.

Manufacturer narrative:
H.11 livanova field service engineer was dispatched onsite, tested the heating/cooling function, the power cable and disassembled the unit. Most likely there was a leak from the drain connectors that dripped onto the cooling unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 through follow up communication it was learned that repair was not performed and the device was consequently taken out of service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of failure. Based on the investigation findings, the most likely root cause of the reported event was degradation of the internal drain connector, caused by mechanical wear in combination with the disinfectant used during the disinfection process. This degradation may have led to the cooling unit failure and, consequently, the fuse tripping. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report